Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation was urinary urgency with type ii stress urinary incontinence. The complications post pelvicol implantation was pain, infection, urinary problems, bowel problems, recurrence, dyspareunia, neuromuscular problems, vaginal scarring, urge incontinence and urinary bladder pain.